Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the nurse removed the IV set from the pump to obtain a replacement pump. When she returned, she noted the bag had emptied. The customer reported that apparently the flow stop clamp was in the open position; it is unknown if the pump did not close the clamp when the set was removed or if someone opened the clamp. The pump and tubing were sent to biomed for testing. There is no report of any patient harm or medical intervention.